Manufacturer narrative:
Film evaluation summary: the exact cause of the reported proximal type I endoleak cannot be conclusively determined from the pre-implant 3d recon report provided. Films at implant were not provided. The pre-implant 3d recon report provided showed that the proximal aortic neck to the mid abdominal aortic aneurysm was moderately angulated, ~ 50 deg. It is possible that the angulated aortic neck may have contributed to the reported proximal type I endoleak. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on the final angiogram a proximal type I endoleak was observed coming from the right side. An intervention was performed and an endurant ii cuff was implanted, resolving the endoleak. Per the physician, the cause of the event was most likely related to the patient¿s angulated aortic neck. Proximal neck measures 15 mm length ranging from 22 mm to 25 mm. Thrombus was noted approximately 12 mm down. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.